Manufacturer narrative:
Covidien reference number: (B)(4). The device was evaluated by the service engineer. The alleged malfunction was verified. The backlight inverter (bli) printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator&#38112;display became blank. There was no patient involvement.